Event description:
Clarification to notes. The electrode was not completely missing. The electrode was pulled back inside the sensor. It did not break inside the customer's body.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had missing cannula. The customer's blood glucose level was 7.5 mmol/l. The customer stated that the sensor electrode was completely missing. The customer was advised that the sensor needs to be replaced. The insulin pump will be returned for analysis.